Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care professional (hcp) reported in the case there was a replacement surgery performed by the surgeon. They took the primary cell out and implanted a rechargeable device. At that time, the facility never did intra-operative impedance checks so after the surgery, at the patient's post-op reprogramming appointment, it was found that the patient had open circuits on one side. The next day when the patient was programmed by the nurse practitioner, the open circuits were found on one side. However, the patient's symptoms had subsided and the patient was doing very well. The doctor replaced the device back to a primary cell and sent the rechargeable device back to the manufacturer for analysis. Further follow-up was being conducted to determine what were the causes of the battery failure and ineffective lead.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_ext, product type: extension. (B)(4).

Event description:
A healthcare professional of a patient whose indication for use is parkinson's disease reported that the patient had the device replaced due to battery failure and it was found that one of the wires was not effective. There was a device malfunction, the device had not done what it was supposed to do. When the deep brain stimulator (dbs) was not optimal, the patient had increased off time, freezing and stiffness. The patient had these symptoms to the point that she needed help with almost all activities. Following the replacement the patient had great relief of parkinson's disease symptoms and had returned to baseline and was able to function independently. The patient had no dyskinesia, no off time, a good appetite, no falls and mood was good. Further follow-up was being conducted to determine what were the causes of the battery failure and ineffective lead. If additional information is received, a follow-up report will be submitted.